Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (stent got stuck in the lesion). (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (stent got stuck in the lesion). (B)(4).

Event description:
Physician attempted to treat a lesion using an integrity 3.5x15mm bare metal stent. Morphology of lesion is unknown. Stent was "stuck in lesion." When withdrawing catheter the stent "shifted". It is reported that stent was withdrawn and lesion was pre-dilated. Procedure was completed using a second stent (stent details unknown). No patient complications were reported. No clinical sequelae were reported. Evaluation summary: the device was returned for analysis. There was a kink noted on the delivery system at the hypotube 10cm distal to the strain relief. Patency of the wire lumen was checked when a 0.015¿¿ mandrel was passed through the wire lumen entry port to the tip, no resistance was noted and the mandrel could pass through to the tip. The stent was positioned distally on the balloon; it was not positioned between the markerbands. There was no evidence of damage to the distal tip of the catheter. The proximal section of the balloon had crimp impressions evident, indicating that the stent was originally positioned in this section.